Event description:
At the time of the revision surgery, the acetabular component of the device was found to have evidence or "metalosis" and wear. The pt's attorney also claims the liner had evidence of oxidation and eccentric wear.